Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device registered within the u.s. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). The customer use 1050060 after diluting with lipiodol histoacryl. Relating to recently manufactured product, he told us that the adhesive strength was weakened compared to usual.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: an evaluation was not performed. Product expired at time of complaint. No further action required. Product expired.